Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Event description:
Our affiliate is reporting to us that during an arthroscopic knee repair, a portion of the distal tip of a mitek vapr 90 degree hook electrode broke off into the pt's joint space. The fragment was not able to be retrieved; however, the procedure was concluded successfully without further issue or harm to the pt.